Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level displayed as "high", although specific value was not provided. Cause was not known. Elevated blood glucose levels were addressed by manual insulin injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.